Event description:
It was reported that the skin got stuck and the blades will not turn on the zimmer skin graft mesher. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.